Manufacturer narrative:
D4: the part number / model number, lot number and product reference code or product sizing information for product unfortunately was unknown. The end user only stated that due to unknown company's cut to fit wafer, he developed a large skin tear following removal of the wafer. The end user was unable to provide the exact international commodity code (icc). Therefore, 405456 has been captured as model number. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The end user reported that she had an issue with one unknown cut-to-fit type wafer. She had developed a large skin tear following removal of the wafer. It was reported that skin tear to the peristomal skin the size of a quarter with skin redness around the wound indicative of an infection. The end user was living in an assisted living facility and care was provided by a care provider, so the information was limited. She also reported that the wound created by the skin tear was approximately a quarter in size and was a shallow wound, superficial to skin level. Although, she was seen by doctor of medicine (md), who felt that the area was infected and started her on oral antibiotics. It was unknown how long the wafer had been in place, if there had been leakage leading up to the removal. No photograph is available at this time.